Event description:
It was reported that the patient experienced an underdose with symptoms of pruritus and mild withdrawal following a cap procedure. The cause was noted as programmer/dye study. A dye study was done and a priming bolus was not done post-procedure. The patient did not require hospitalization. It was noted there was no injury. The drug in the pump was compounded baclofen.

Manufacturer narrative:
Programmer: model 8840, serial# unknown. Catheter: model 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk.